Manufacturer narrative:
Concomitant medical products: 6947m62, lead, implanted: (B)(6) 2016. 5076-52, lead, implanted: (B)(6) 2016. Additional products: heartware ventricular assist system outflow graft model #:1125 / catalog #:1125 / expiration date: 31-august-2021 / lot#: 390505-9183r01, UDI #: (B)(4). Device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-august-2016. Labeled for sngle use: no. (B)(4). Additional information has been requested regarding the csv logfiles of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized, and a computerized tomography (CT) scan revealed an outflow graft (ofg) occlusion and an echocardiogram showed right heart failure. The ofg was stented, and the flows increased. It was also noted that the patient experienced chronic renal failure and was placed on continuous veno-venous hemofiltration (cvvh). The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump and associated outflow graft were not returned for evaluation. The reported low flow event was confirmed via the review of an available autologs report which revealed a sustained decrease in power consumption and operating flow beginning on (B)(6) 2020 leading to parameters below normal operating range and 56 low flow alarms have been recorded since (B)(6) 2020. Raw controller log files were not available for analysis. The reported outflow graft occlusion event could not be confirmed due to insufficient evidence. Information received from the site indicated that a computerized tomography (CT) scan revealed an outflow graft occlusion and an echocardiogram revealed a right heart failure. Of note, it was reported by the site that the outflow graft was stented, which resulted in an improved flow. The patient also experienced chronic renal failure, which was treated with continuous veno-venous hemofiltration(cvvh). There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event can be attributed to external factors such as thrombus at the outflow graft. Per the instructions for use, renal dysfunction and device thrombus are known potential complications associated with the implantation of an vad pump. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ outflow graft, lot#: 390505-9183r01. H3: yes. H6: FDA method code(s): 4114. H6: FDA results code(s): 3221. H6: FDA conclusion code(s): 22, 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.